Event description:
It was reported that the screen of the device froze and the ventilation stopped while in use on a patient. No patient harm reported.

Manufacturer narrative:
The affected device was examined onsite by technician and device checks were passed. Furthermore, the log file was made available for further investigation at the manufacturer¿s site. Based on the log file analysis the reported issue (¿screen froze and ventilation stopped whilst on the patient¿) could not be confirmed. On the 20th of december 2022 at 20:21 pm the ventilation was started and performed without any deviations until the device was shut down correctly by the user on the 21st of december 2022 at 7:51 am. Afterwards the device was turned back on at 10:20 am and shut down correctly again at 10:34 am. During this period, the device was in ventilation mode between 10:26 and 10:29 am without any error codes being logged. According to the log entries there was neither a ventilation failure nor a failure regarding display unit found; the device was functioning according to its specifications. Neither the device evaluation nor the log analysis gives any indication of a device malfunction during the event. The reported device problem could not be confirmed during the investigation. The user already decided to put the device back to use. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. In case of a technical malfunction, the device generates a corresponding audible and visual alarm in order to alert the user of the situation. Based on the investigation results this case is not considered reportable anymore as the device did not cause or contribute to a death or serious injury and would not result in a serious injury in case of recurrence as there was no device malfunction.

Event description:
It was reported that the screen of the device froze and the ventilation stopped while in use on a patient. No patient harm reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.